Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Valve actuation test passed. System air leak test passed. Pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to report that liberty cycler screen was blank during power up, pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made a sound when pressed, rebooted cycler and ok / stop keys lit up but screen remained blank. Replaced cycler due to blank screen, advised to contact pd nurse to inform of replacement. At least one full treatment has not been completed with this cycler, this is an out of box failure. Advised to discontinue use of this cycler, patient will perform manuals. Time of arrival for new cycler 3/13/2024. There was no patient involvement, no harm or adverse event reported. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.